Manufacturer narrative:
(B)(4). Device evaluation: the report that during insertion the guide wire went out through a hole in the catheter and curled around was confirmed. One used radial artery catheterization device was returned. The returned components were visually examined at 0 - 20x magnification. The guide wire handle was stuck in the advanced position and 2 cm of the guide wire was protruding from the needle tip. The exposed section of guide wire was deformed and had numerous offset coils. The catheter body had a puncture and stress marks located 8 mm from the catheter tip. The damage appears to be the result of the needle bevel being pushed through the catheter body wall. The instruction booklet provides instructions for inserting the catheter. According to the IFU, the catheter should be advanced off the introducer needle with a slight rotating motion only after insertion into the vessel. Additionally, the user is warned not to reinsert the needle into the catheter to minimize risk of catheter damage. A device history record review was performed and did not reveal any manufacturing related issues. Damage to the catheter indicates that the needle had been pushed through the catheter sidewall which would result in the observed guide wire damage. Since the needle bevel protrudes past the catheter tip at the start other remarks: of the procedure, this type of damage can only occur if the catheter is pulled back against the needle bevel or the needle is reinserted into the catheter. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU, the catheter was being placed into the patient's right radial artery. During insertion, the guide wire went out through a hole in the catheter and curled around. The clinician was unable to withdraw the needle and guide wire. The physician was able to remove the entire device successfully. As a result, another arterial line was inserted into the patient's left radial artery without any issues. There was no patient death or complications reported.